Manufacturer narrative:
The main component of the system and other applicable components are: product ID: pnma01411a004, product type: recharger. Product ID: 3778-75, serial# (B)(4), product type: lead.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient has a damaged recharger belt. The leads of the patient gave and the doctor did not believe the patient. The patient was not able to get therapy after a time of no issues. The patient recovered completely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.